Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 30 mmol/l. Based on report customer was alleging possible pump under delivery. Customer stated the sensor was reading 22 mmol/l so they tested. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer was using auto mode feature at the time of high blood glucose event. Insulin pump had passed high pressure test. The insulin pump will not be returned for analysis.